Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, multiple cartridge change error messages occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the events and declined a follow up from tandem technical support.